Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17349) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that device was found to have reached end of life in 7 days from eri. Previously, estimated battery longevity was 4-5 years, and in (B)(6) 5 months. Device was explanted and replaced with no complications. Patient was fine.